Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the device was deployed, and measurement was performed in the three sites (low, mid and high septum), however, there was no site with satisfactory measurement of threshold. Since there was no other proper site for implantation in view of the risk, the physician decided to convert the implantation to a transvenous pacing system. The leadless ipg was not implanted. No patient complications have been reported as a result of this event.